Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the pacemaker was not confirmed. The pacemaker was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the b5: describe event or problem; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to sepsis and infection. Moreover, the explanted pacemaker was used for temporary pacing system. Reportedly, the patient experienced ventricular fibrillation due to bradycardia. The patient was given one unit of blood due to blood loss. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to sepsis and infection. Moreover, the explanted pacemaker was used for temporary pacing system. Reportedly, the patient experienced ventricular fibrillation due to bradycardia broke on its own during extraction. The patient was given one unit of blood due to blood loss. No additional adverse patient effects were reported. The pacemaker was explanted.